Event description:
The physician attempted to implant a 2.75mm diameter x 30mm length endeavor sprint rapid exchange (rx) drug-eluting stent to treat a lesion located in the rca with 75% stenosis and severe calcification; however, the stent could not cross the lesion. It was reported that the stent was retracted, however, the stent struts got stuck to the lesion. After difficulties, the stent system was removed and the stent was not on the delivery system. A balloon was used and inflated, and a part of the stent was observed in the aorta. No patient injury occurred and no clinical sequelae were reported. Device evaluation: there was no stent present on the un-inflated, folded balloon of the delivery catheter. Stent crimp impressions were clearly visible on the balloon. Cine image review: initial images show the entire dislodged stent in the proximal rca. No portion of the stent is present in the aorta. The images show the crushing of the stent in the vessel with a balloon. The images then show that the dislodged stent has been further stretched and damaged. The proximal stretched portion is now protruding into the aorta, while the distal end of the stent is crushed against the proximal rca vessel wall. The mid and proximal rca were further pre-dilated, followed by the deployment of a long stent in the mid vessel. This was followed by further stent post-dilatation.

Manufacturer narrative:
Method: procedure images review. Results: root cause of the reported dislodgement is undetermined. Inherent risk of procedure (stent embolization (dislodgement)). Patient condition affected effectiveness of the device (patient lesion morphology, severe calcification). Conclusion: device failure/lack of effectiveness related to patient condition (patient lesion morphology, severe calcification). No conclusion can be drawn (root cause of the reported dislodgement is undetermined). (B)(4).